Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead insulation had a small indentation. All lead measurements were within normal limits. Silicone and an extra suture sleeve were added and the lead remains in use. It was also reported that a break was observed in the right atrial (ra) lead insulation. Silicone and an extra suture sleeve were added and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.